Manufacturer narrative:
H3: other; device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during use of the administration set, under delivery occurred. Per reporter, the pump stated the bag was empty, but 118.9 ml remained in the bag. It was reported that the starting volume was 480 ml with a continuous infusion rate of 480 ml per 24 hours. Per reporter the remaining medication was subsequently infused. Event occurred while use with patient at home. There was a patient involvement and no patient harm/adverse event reported. No additional information is available beyond what is given.